Event description:
Customer reportedly obtained a result of 394mg/dl on his device while doctor's device read 94mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.